Event description:
It was reported that the ventilator had an issue with support arm. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with support arm 176. Identification of issue has been done by analyzing problem description, service report and communication with field service technician (fse). The issue was decided to be reported as in case if the support arm will be broken, it may lead to stop of ventilation (extubation) or injury. There was no patient harm. Based on technician statement, the support arm has been defective and therefore the whole support arm needed replacement. The customer did not accept quotation, therefore any service repair has been performed. No details have been provided regarding which part of support arm has been loose or broken. The most probable cause of reported support arm issue was that it has been overloaded, stressed to forces exceeding the limits stated in the installation instructions. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse h3 other text : 4117.

Event description:
Manufacturer's ref. #: (B)(4).